Manufacturer narrative:
(B)(4). Information asked for but unknown or not provided during initial contact. Information not available, device not returned for analysis. Should the information be provided later, a supplemental medwatch will be sent. Additional information requested: how long has the surgeon and account been using this device ¿ new user or current user? Were you present for the procedure? What other instruments were used during the surgery? Did the gen11 display any yellow alert screens during the procedure? Did the surgeon hear the tone changes? How long after the original procedure did the bleeding occur (provided number of hours, days, etc.). Where was the bleeding from? (State where). How much blood was lost? (Cc¿s). Was a transfusion required? What was the size of the vessel or artery? What symptoms did the patient present with to indicate post-op bleeding? Was an exploratory done or a 2nd procedure to control the bleeding? If yes, where was the bleeding from? Was the patient taking any anticoagulants, such as aspirin, anticoagulants, or antiplatelet agents? If yes, specify prescribed medication. Has the patient undergone any radiation/chemotherapy therapy? If yes, please specify radiation, chemo, or both. Does the patient has a known coagulation disorder? Has the patient taken any steroids? What was the total blood loss? What was the patient¿s pre-op hemoglobin and hematocrit? What was the patient¿s post operative hemoglobin and hematocrit? What is the current patient condition?

Event description:
It was reported that after a subtotal colectomy procedure, the procedure was completed with no issues. The surgeon notified me of post-op bleeding, and possibly related to bleeding of the mesentery. The surgeon stated that the mesentery was thick, but no issues with force to fire with the superjaw. When closing the patient there was no bleeding. The patient is being monitored with possibility of readmittance. Device discarded.